Event description:
It was reported before using the bd vacutainer® multiple sample luer adapter the side of the sleeve was pierced by the non-patient needle. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for side sleeve piercing was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing with 30 tubes per needle and the issue of side sleeve piercing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side sleeve piercing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.